Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 331 mg/dl. The customer's nurse reported that the insulin pump alarmed no delivery prior to the event. Troubleshooting could not be performed because the customer was not present with the insulin pump at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.